Event description:
Customer reported a button error on her insulin pump. The device will not rewind. Customer replaced the battery and received a battery out limit alarm. She cannot clear the alarm. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The insulin pump was able to rewind properly. No unexpected battery out limit alarm or low reservoir alarm was noted.